Event description:
It was reported that a malfunction occurred due to a momentary power change to the speaker, displaying malfunction code 16. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed to use multiple daily injections (mdi) as backup therapy, with support confirming the shipping address for the return of the pump. The customer agreed to place the pump in storage mode before returning it to tandem using a pre-paid label within 10 days.